Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Revision planned.

Event description:
It was reported that the patient experienced syncope expisodes. The lead exhibited loss of capture and noise with exercise.